Event description:
During a routine shift check by a clinician, the discharge button on the device would not function. Complainant indicated that there was no pt involvement in the reported malfunction.